Event description:
Co's testing indicates that, although the closure is loose on the container, this has not compromised the integrity of the unit, as the vacuum is intact and remains at specification. Review of the in-process mfg records for lot j6h042 showed no mfg non-conformances associated with this report. The loose closure is either due to damage during shipping/handling or improper crimping during assembly. As a part of co's continual quality improvement program, our glass filling mfg operation has been relocated to a new clean room location with complete upgrades to all the mfg equipment. The equipment and operations have been re-calibrated and re-validated. Co's evaluation concluded the cause of the disassembly to be due to insufficient solvent application between the tubing and bag assembly. This type of defect is directly related to an operator/mfg error. As a result of co's findings, the production workers in the mfg area and product engineers have been informed of this complaint. Also, the assemblers have been provided add'l training to help ensure that this problem does not occur in the future.